Manufacturer narrative:
A review of the complaint history, device history record, instructions for use (IFU), trends, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examination could be performed; however, a document-based investigation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were two other reported complaints for this lot number. Measures have been conducted to address this failure mode. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported event is currently under investigation.

Event description:
When the device was introduced to the vessels with the assistance of a 0.035'' guidewire, the catheter was advanced to the hepatic artery. Upon reaching the hepatic artery, the tip broke. As the doctors began to remove the catheter, the tip traveled to the pulmonary artery. The patient experienced, panic, exhaustion and rage/anger. No additional information has been received.